Event description:
Phacofragmentation unit malfunction. Machine primed & tuned. Did not phaco. Changed handpiece (phaco), primed and tuned. Phaco was weak. Halfway through procedure, phaco quit. MFR called.